Manufacturer narrative:
(B)(4). The customer reported to have discarded the device, and no product will be returned for investigation.

Event description:
It was reported that when an intubated patient was turned over, their tracheostomy tube fell out. The patient's oxygen (o2) saturation decreased and the patient needed to be manually ventilated. Another similar device was then inserted. There is no report of death or serious injury associated with this event.